Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 59 events were reported for this quarter. Product return status: 13 devices were received. 46 devices were evaluated in the field. Event confirmation status: 59 reported events were confirmed. Evaluation results: 59 devices were found to be affected by a bent foot. Additional information: 59 devices were not labeled for single-use. 59 devices were not reprocessed or reused.

Event description:
This report summarizes 59 malfunction events in which the device was bent. 57 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.